Event description:
The hospital reported vv 6 accessory pack had plastic shavings in the conical tip. They found that one of the scopes was damaged and had a burr on the end of it. It is suspected that the damaged scope created the situation outlined here and scraped the inside of the conical tip causing the plastic filament to be created. The case was completed using the tip. No patient injury.

Manufacturer narrative:
Trackwise#: (B)(4).

Event description:
The hospital reported vv 6 accessory pack had plastic shavings in the conical tip. The case was completed using the tip. No patient injury. Related to tw (B)(4).

Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a

Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 09/25/2024. An investigation was conducted on 10/09/2024. A visual inspection was conducted. There were no visual defects observed on the intact conical dissection tip. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained, however there were scratches observed in the image. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "environmental particulates" was confirmed. The lot # 3000407465 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw # (B)(4). Corrected section: h6 problem code changed to 2930.